Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is possible that the regulator unit leakage was caused by a faulty first pressure reducer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 25 sep 2024.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit's first regulator unit had leakage. There were no reports of patient involvement.